Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displays image storage free space low. The review of system log file could not confirm the any error. The fse checked the image disk and ippc cables. The issue was resolved when the philips engineer repaired the image chain and recreated image disk. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that "image storage free space low" error was prompted on the allura system. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, exposure was not possible, and fluoroscopy was intermittent. The field service engineer inspected the system on site and after the recreation of image disk, the device was returned to use in good working order.